Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the head nurse of the department of general surgery found that the three-way valve could not be opened during catheterization. No other information was provided.

Event description:
It was reported the head nurse of the department of general surgery found that the three-way valve could not be opened during catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to aspirate was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl groshong nxt catheter. The catheter was received with the stiffening stylet inlaid within the device. A functional flow test was conducted using water and a 12 ml syringe and it was determined that the sample aspirated as intended and was patent to infusion. The groshong valve opened as intended and ultimately the complainant event was not reproduced. No condition was observed which would have prevented normal function of the groshong valve. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. This complaint will be recorded for future trending and monitoring purposes.